Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, an operating room (or) staff called in to report the erbe was not recognizing the cautery pad. Before calling in, they rebooted the erbe, used multiple grounding pads, and put the grounding pad on the nurse's forearm and the grounding pad icon stayed red. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified what type of grounding pad they were using, and the caller stated it was a covidien/valley lab grounding pad. The erbe was set to dual pad. They already switched to another vision side cart (vsc) with another erbe on it and it was recognizing the grounding pad and the icon was green. The caller stated they had a red question mark on monopolar. The caller rebooted the erbe and got a new monopolar cord then the energy was working on the 2nd vsc. The procedure was converted to another dv with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the field service engineer (fse) just replaced the erbe earlier in the afternoon and it was working at that time. Later, when the site began to use the erbe for the procedure, it would not recognize several different cautery pads. The system powered on with no issues.